Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. Patient also had another valve implanted (model 2900). In the operative report of the procedure occurring twenty days before the patient's death, it was noted: that the patient was transferred to the postoperative ward intubated and ventilated and in a satisfactory haemodynamic state.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry and through follow-up with the surgeon. It is unknown if an autopsy was performed. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event. No response was received from the surgeon despite our repeated attempts of contacting for return of product and additional information. This was determined reportable per edwards lifesciences procedures.